Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was stuck to the mesher base and was unable to perform the up/down motion. The bottom roller, ratchet gear, and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: australia.

Event description:
It was reported that during surgery, the handle of the unit was jammed. The handle was not able to perform the up and down motion. The ratchet was stuck on the mesher. There was unknown patient impact or delay. Due diligence is complete as no additional information is available.